Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's right ventricular lead and implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information received notes that no intervention was recommended and the patient was stable throughout.